Manufacturer narrative:
Pump received with battery cap with detached contact. No blank display noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, label damage (torn serial number). Identified during the visual inspection. Set the current time/date, monitored the time/date and the time/date were correct. No time/clock anomalies noted during testing. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms (104) on (B)(6) 2023 at 04:56:00.000. Replace battery alert (73) on (B)(6) 2023 at 14:27:00.000. Power loss alarm (6) on (B)(6) 2023 between 04:32:42.000 and 06:21:56.000. Failed batt/battery failed alarm (58) (B)(6) 2023 between 05:41:27.000 and 06:11:48.000 stuck key alarm found in pump history on (B)(6) 2023 at 05:32:05.000. Pump error 53 found in pump history files on (B)(6) 2023 at 06:06:28.000 and 06:11:23.000 (esf(B)(4), file number: (B)(4), line number: (B)(4)) pump error 63 (variable 3) was found in pump history files on (B)(6) 2023 at 06:59:06.000 (file number: 37, line number: 367). Pump passed sleep current measurement, active current measurement, and displacement test. Pump alarmed pump error 63 (variable 3) during self test. No unexpected battery issues during testing or in the pump history. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, force sensor, and keypad flex connector. Customer alleged for unexpected battery power loss was not confirmed. Battery cap contact damage confirmed. Pump error 53 confirmed due to software anomaly. Pump error 63 (variable 3) confirmed due to hardware anomaly. Time/clock anomaly not confirmed. Unresponsive keypad not confirmed. Exposure to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported pump turned on and turned off after the battery change. Troubleshooting was performed and power loss error was identified. Customer was not able to clear the alarm. No harm requiring medical intervention was reported. The pump will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.